Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during the procedure, the 3.5 x 15 mm trek balloon catheter inflated to 16 atmospheres on the first attempt, but failed to deflate after the second inflation. The balloon could not be deflated and was pulled back to the opening of the guiding catheter. Both the balloon and guiding catheter were removed as a single unit. Reportedly, the balloon catheter was not soaked in saline prior to use. The procedure was successfully completed with an unspecified balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the bdc was confirmed. The reported deflation issue was not confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted coronary dilatation catheters (cdc), trek rx instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). Additionally, the IFU states to submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty removing the device appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.